Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that the bottom of the insulin pump is broken. Troubleshooting could not be performed, and the customer has discontinued use the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose motor support disk. The device alarmed an error during the basic occlusion test due to the loose motor support disk. The motor was tested outside the device and passed. Further testing could not perform due to the error alarms.